Manufacturer narrative:
Additional information: the device was returned for evaluation. Visual examination was performed. Markings observed on the device were consistent with the removal. Otherwise, no visual abnormalities were observed. No conclusion can be drawn from the results of the examination of the returned device.

Event description:
It was reported that the pt was experiencing pain approximately sixteen months post-operatively. Examination confirmed that the pedicle screw construct (unspecified manufacturer) was broken and the staxx xd implant construct had shifted. The surgeon reported that the pt had undergone a hip replacement surgery and experience a fall since the original implant date. Surgery was successfully performed to remove the construct.